Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/19/2016 that the patient experienced scarring on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's wife stated that the patient had a pin-hole remaining on the abdomen from the sensor. Pin hole resulted in scarring. Affected area was treated with over-the-counter neosporin cream. Additional event or patient information was not provided. No product or data was provided for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.